Manufacturer narrative:
(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical device reprocessing department noted that the tip of complained item (B)(4), where the acetabular grater heads are supposed to connect had become very tight and difficult to use without a great deal of force. The staff discarded the item. A replacement is required. Please send replacement item directly to the customer at: (B)(6) ship to: (B)(4) bill to: (B)(4) no charge shipping po: to be added to the file when available. Thank you. (B)(6). Patient consequence? :no is the information being submitted for this complaint all the details that are known/available regarding this event? : yes